Manufacturer narrative:
(B)(4). The exact date of the event is unknown.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aneurx had an intervention 4 years post index procedure with another manufacturer's aui stent graft. A recent CT revealed that there was a distal type ib endoleak. The aneurysm is currently 10.5 cm in diameter. The physician implanted an endurant 16x28x93 and the distal type I endoleak was resolved. The physician stated that the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.